Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sacrocolpopexy on (B)(6) 2014 and mesh was used. The surgeon is removing the mesh due to infection. Additional information has been requested.